Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time, and continues to benefit from the device. This is the final report.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient continues to benefit from the device, however, revision surgery is under consideration.